Event description:
It was reported that the patient¿s pump was refilled while she was hospitalized for pneumonia approximately one month prior to this report. The printout was not returned to the healthcare provider¿s (hcp) office and her follow-up refill was therefore not scheduled, nor was her medication ordered. On the day prior to this report, the hcp was notified that the patient had been hospitalized again with mental status changes. The hcp went to reprogram the pump and reduce her medication possibly to minimum rate. The patient¿s medication was ordered overnight and she was to be refilled in the hospital on 2014-(B)(6) if she was not released and able to return to the hcp¿s office. It was indicated that there was no alleged product issue. The drug information was unavailable at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8590-1, lot# n143105, implanted: 2008-(B)(6), product type accessory, product ID 8731sc, serial# (B)(4), implanted: 2008-(B)(6), product type catheter. (B)(4).